Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. A batch review was performed and no issues were noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(6) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 5 of 5. The patient stated the supply bags were empty and there was solution in the heater bag only. The patient also stated that no bags came undone. (B)(6) explained that a large amount of air had entered into the disposable set and helped the patient clear the error by cycling power twice to the "press go to start" prompt. The patient elected to finish with manual supplies. No injury or medical intervention was reported. Product surveillance contacted the patient. Per the hp, he discarded the supplies, but the lot number was h10i16047. The hp resumed therapy using manual supplies and has not had a problem since. The writer asked the hp if he had contacted his pd rn and he said that he had not. The writer recommended that the hp contact the pd rn as the system alarm was due to air in the set.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.